Event description:
During index procedure the pt had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the first obtuse marginal and one endeavor sprint rx drug-eluting stent implanted to the mid circumflex. The following day the pt suffered a myocardial infarction (mi). The reported mi was related to the target vessel. The investigator indicated that reported mi was probably related to the study stent. (Ref MFR # 9612164201101079).

Manufacturer narrative:
(B)(4). (Myocardial infarction).